Manufacturer narrative:
(B) (4).

Event description:
The patient experienced shocking upon being implanted. The device was turned off and the shocking ceased. The patient had the device explanted and was implanted with a new device. There were no patient injuries.